Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and confirmed as follows; there was no irregularity in the channel from the instrument channel outlet to the suction connector. There was no stain, foreign material, and scratches around the instrument channel and cylinder. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. After that, the subject device was returned to the repair center of olympus for repair. According to the inspection, the repair center of olympus found the following. Angulation degree is low. Angulation has a play. The glue of the bending section rubber was missing. A part of the grip was shaved. A part of the insertion section was crushed and scratched. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument, the suction and the air/water channels of the subject device tested positive for the following. -pseudomonas aeruginosa -acid-fast bacterium -stenotrophomonas -enterococcus faecium -candida albicans the user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.